Event description:
Received information stating patient was experiencing high bg (396 md/dl).

Manufacturer narrative:
During further troubleshooting, it was identified luer was loose and insulin was leaking. Patient tightened luer.